Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: dislodged stent embedded in vessel wall. Device issue: stent dislodgement. It was reported that while working in a heavily calcified rca, much difficulty was experienced crossing another company's 3.0 x 15 mm balloon. Several different sizes of another company's stent were attempted, but none were able to cross the lesion. The last attempt was made with the mini vision, but it would not cross. Upon retraction, it was noticed that the stent was not on the delivery system. The stent was compressed into the vessel wall with the placement of two additional mini visions. No patient effects were reported. No additional event or patient information is available.